Event description:
Preoperative diagnosis: loose femoral component, left metal-on-metal total hip arthroplasty. Postoperative diagnosis: same. Operation performed: revision tha, femoral component and polyethylene liner, left hip.